Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alarm. The power management tool confirmed power error 25 power loss, and low battery alarms due to non-sleep anomaly software error.

Event description:
It was reported that the insulin pump had power loss alarm. The customer¿s blood glucose was 170 mg/dl. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.